Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll united kingdom. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report the defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The device will be tagged with a warning to the customer to discard the multifunction cable (mfc) used in the event to prevent recurrence and a new mfc cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.